Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter was inserted and during the infusion of the analgesic. The device leaked at the level of the catheter. The leak was 0.5 cm on the opposite side of the snaplock. There was no consequence for the patient, patient is fine. The device was changed. No other medical intervention needed.

Event description:
It was reported that: "the catheter was inserted and during the infusion of the analgesic. The device leaked at the level of the catheter. The leak was 0.5 cm on the opposite side of the snaplock. There was no consequence for the patient, patient is fine. The device was changed. No other medical intervention needed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.